Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was not manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the patient recently received shocks. On (B)(6) 2011 follow-up the physician observed that the last shock episode was not recorded in the device memory. The physicians asked for an explanation of the reported behavior.